Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported cyclotorsion accounting did not work in a patient's right eye during topography guided lasik procedure. This issue was noticed after installation of new software. At one day post-operative visit, the patient was reported to be doing excellent.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The local field service engineer (fse) contacted the company service team regarding several issues of this device, and it was identified that an old calibration tool had been used for the alignment of the eye tracker. At the onsite visit, the fse recalibrated the laser according to company instructions with the updated tool, and the issue was resolved. The instruction given is also described in the service manual. The instruction how to align the eye tracker was verified and all statements are clear. Calibration with the wrong tool lead to an inaccurate alignment of the eye tracker and camera. A defocused camera can cause the reported issue. The root cause could be determined that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).